Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4470 competitor implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was further reported by the patient that they were told by the clinic that impedances were high.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, and visual analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the proximal conductors distorted/kinked and with what appears to be a tear or breach in the insulation. Electrical resistance and cross continuity test were within specification, likely because the lead was tested dry. However, the insulation breach likely did contribute to the electrical complaints. The coil distortion and damage to the insulation could be from gripping the lead with the forcep. It appears to have been caused at implant.

Event description:
It was reported that two months after implant there were high thresholds, poor sensing, and unstable impedances on the right ventric ular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.